Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43-56 mg/dl. Low bg cause was not known. The customer consumed carbohydrates to address bg. The customer received third party assistance from their husband, who called 911 but the customer did not provide any further information. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.